Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. There was no reported impact to customer's blood glucose level. The contact was unsure how the pump time became incorrect. Tandem technical support reviewed the pump data and verified that the customer did not adjust the pump time for daylight savings. The customer adjusted the pump time to be accurate.